Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that when the patient woke up, he noticed that the tubing had pulled out of the clip where patient disconnects to take a shower. It was stated that the clip was still connected, but the tubing had just pulled out on the side closest to the body. At the time of the incident, his blood glucose level was 185 mg/dl. Moreover, there was no damage to the infusion set when the package was first opened. Reportedly, they replaced the infusion set and resumed insulin successfully. No further information available.